Event description:
It was reported that this brady lead was not successfully implanted due to unknown reason. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to lead damage during an attempt at left bundle branch (lbb) pacing after multiple attempts. Also, the lead was kept by the facility.